Manufacturer narrative:
B4:(B)(6) 2021 the field service engineer (fse) performed an operational check and confirmed the vibration-proof ring being present in a rubber boots connecting a blower with an air outlet port resonated, which generated the reported phenomenon. The (fse) adjusted the vibration-proof ring and the phenomenon improved. The unit was tested and it was returned to service.

Event description:
The customer reported noise. The unit was in clinical use, but there was no patient harm.